Manufacturer narrative:
Concomitant medical products: product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3998, lot# v016489, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported a patient experienced a shocking or jolting sensation. It was noted that the shocking had began 3-4 days prior to the report. It was stated that the device "had been running for 4-5 days" and it was "driving her crazy". It was stated that the patient's device was shocking her, "especially when she lies down". It was stated that the patient could not lie on her back. It was stated that the patient had been sick and in the hospital and she needed to lie on her back. The patient had an "unrelated hiatal hernia" and she had been throwing up for 3 weeks. The patient did not have any falls or traumas. It was stated the device was "shocking the heck out of her especially when she would lie back". It was noted that the patient called her health care provider (hcp) about the issue.